Event description:
Customer reported via phone call that the insulin pump alarmed motor error. The customer stated that the first alarm was during prime. The customer started the process again and kept receiving motor error alarms during fill cannula. Blood glucose value was 8.5 mmol/l. The customer confirmed receiving a motor position encoder error and possibly a motion sensor test failure alarm which could not be checked in the history due to the device being stuck in the rewind sequence. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.